Manufacturer narrative:
The investigator did not find the concentrator to be the source of the fire and stated that the source of the fire seemed to be external. The filters were found to be clogged and very dirty although the unit reportedly had been serviced within 60 days of the incident. Fire marks in the carpet were allegedly in a line across the carpet along cannula pattern. There was also another burn pattern that did not match the fire scene where the concentrator was located. The product has been returned and is awaiting inspection. Should additional information become available, a supplemental record will be filed.

Event description:
It was stated that the end user was not home at the time of the alleged fire and that she leaves the unit running all the time. The 2 sons were allegedly upstairs watching tv and smelled something burning and came down to find the concentrator on fire.

Manufacturer narrative:
The product has been returned and an inspection confirmed the complaint of perfecto2 oxygen concentrator of having damages to the exterior of the device. It was determined through visual inspection of the oxygen concentrator that there was no evidence indicating that the ignition source of the fire originated from within the interior of the oxygen concentrator. It was determined that the ignition source originated from an external source which caused damage to the nasal cannula and was contained to the control panel.

Event description:
It was stated that the end user was not home at the time of the alleged fire and that she leaves the unit running all the time. The 2 sons were allegedly upstairs watching tv and smelled something burning and came down to find the concentrator on fire. No resolution due to an attorney has contacted our legal department and it is currently being investigated.